Manufacturer narrative:
Other applicable components are: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: extension. Analysis of the extension, model 3708220, serial no. (B)(4), found the extension body outer insulation melted, wire insulation cut/breached with wire intact, and no significant anomalies. Analysis of the extension, model 3708220, serial no. (B)(4), found the extension body outer insulation melted, outer insulation cut/cosmetic, and no significant anomalies.

Event description:
A health care professional via a manufacturer representative reported a consumer underwent battery replacement on (B)(6) 2016 and upon opening of the pocket, it was noted that both extensions were fractured. One was an obvious fracture and the second one had what appeared to be a pinhole tear. The consumer had become pregnant following initial implant of the system and the physician suspected that the fracturing could have been related to extreme stretching of the extensions during pregnancy due to weight gain. Impedance testing was performed on both extensions/leads prior to and following replacement. Results showed >40,000 ohms on the obvious fractured extension and < 150 ohms on the pinhole tear extension. Following replacement of both extensions on (B)(6) 2016, all impedances were in normal range. The issue was noted as resolved. Indication for use included non-malignant pain, failed back surgery syndrome, and post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.